Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another crt-d. Approximately five years later we received an allegation that the device did not last as long as expected. To date, there have been no adverse patient effects reported.